Event description:
The customer reported the system could not retrieve saved files. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the input transformer, reloaded software and replaced the 5, 12, and 15 volt power supplies. The system operates as intended.